Event description:
I had brain treatment (37 sessions) done from a company called (B)(6) which specializes in r- tms(repetitive transcranial magnetic stimulation) treatment. Since completion I've had major side effects, including cognitive behavior, decision making paranoia, anxiety, depression, social anxiety, major brain fog, decision making. Memory loss I have a hard time working, and sometimes too scared to go to work. An MRI (magnetic resonance imaging) was done. Also, a cognitive test was done from my neurologist. After seeing that other company called (B)(6).